Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that the son was no longer able to use the insulin pump due to a previous pump error. The customer's blood glucose was 97 mg/dl. The customer stopped using the insulin pump because he claims that it no longer delivers insulin. The customer got a no delivery alarm too. The customer was not able to perform troubleshooting since insulin pump was not turned on. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating current, a21 error, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to motor error alarms.